Event description:
Complainant alleged that during a routine shift check by a clinician the paddles did not allow the device to charge. Complainant indicated that there was no patient involvement in the reported malfunction.